Manufacturer narrative:
Block b3: exact date unknown, event occurred more than a month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.